Event description:
Doctor felt that the lens was the improper fit for the pt and did not like how lens was sitting in the eye. Lens was explanted.

Manufacturer narrative:
Device evaluation details from qa (B)(4): the lens was ejected out of the injector and was explanted. Lens was cut. The slider was fully advanced and the rod was separated from the injector. Plunger stopper pin was not broken. Trace of lubricant was found inside the injector and on the lens. According to the information, the lens was an improper fit for the patient during the surgery. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4), model: 250). The exact root cause is not determined. Unique device identifier (UDI) number has been added.

Event description:
The doctor felt that the lens was the improper fit for the patient and did not like how the lens was sitting in the eye. The lens was explanted.